Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had endocarditis and infection. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. The field representative emailed that all leads except the previously capped right ventricular (rv) lead were successfully extracted. The previously capped rv lead was cut at the yolk and rest of the lead remains in the body, so partially removed. The other leads and generator were successfully removed. No additional adverse patient effects were reported. The previously capped rv lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.